Manufacturer narrative:
Submit date: 07/22/2016. An investigation of kangaroo joey was performed for the reported condition of; the unit failed to alarm for occlusion. The unit was triaged and the complaint was confirmed. The cause of the reported condition was due to the unit¿s sensor. The sensor was replaced to correct the issue. The unit was then fully tested and recertified; unit passed all testing. Kangaroo joey was manufactured in 2012. A review of the device history record shows this device was released meeting all manufacturing specifications.

Manufacturer narrative:
An investigation is currently underway. Upon completion, a formal report shall be provided.

Event description:
Customer reports that the unit failed to alarm for occlusion.